Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that capture threshold for the right atrial (ra) lead had increased and that the p-wave amplitude had decreased. Furthermore, a chest x-ray was taken in which the ra lead appeared to have slightly dislodged possibly due to the strength of the suture sleeve's fixation. Therefore, the physician elected to reposition the lead successfully on (B)(6) 2021. There were no patient consequences.